Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2013 the patient receives a palindrome hsi catheter. On (B)(6) 2013 the sutures were removed from the catheter and the catheter was pulled out. The cuff was not germinated into the patient's tissue.